Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, the patient experienced increasing amounts of pocket pain. The device was repositioned. The patient was discharged in stable condition.